Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead. The noise was reproduced in the clinic. The physician elected to program the device to doo mode because the patient is pacemaker dependent. Since the program change, no further oversensing issues were reported. The patient will be monitored.